Event description:
Customer reported observing that row 12 was not washed when running ortho hcv 3.0 elisa when using ortho summit processor. No error message was generated by the instrument. Fse was unable to duplicate the event after re-booting of the instrument. Washer dispense module, motor and vacuum pump were replaced. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.